Event description:
Erroneously elevated troponin (accu tnl) result from a single pt sample that was generated by the access 2 instrument. An initial accu tnl result was 0.70ng/ml. It is unk if the result was reported out of the lab. On the same day, the pt original sample was re-tested for accu tnl. The repeated accu tnl result was 0.07ng/ml. The customer then tested the ptoriginal sample for accu tnl on anotehr instrument in their lab. Two (2) accu tnl results of 0.07ng/ml were obtained. The customer did not receive any report of pt injury requiring med intervention of change to pt treatment attributed to or connected to this event.